Event description:
It was reported that at various times following urogyn reconstructive procedures, the patient returned complaining of pain and bleeding during intercourse. These patients were examined and found to have granulation tissue formation. 4-5 patients were returned to the operating room for surgical removal of the granulation tissue and suture under general anesthesia.